Event description:
Customer's pump was shooting out all their insulin. It was stated that the customer went to the emergency room due to low bgs. Customer attempted to do their manual prime while they were connected to the device. Also stated that they reused the set and reservoirs even though they knew that it was not recommended.